Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.